Event description:
It was reported that during a surgery the blue implant wire tore during the procedure when the implant was tensioned at the loop. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with different devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3641sp-1 serial/batch number 14961489 was received for investigation. Visual evaluation found that only the suture was not returned for analysis. A more in-depth visual inspection found that the suture sheath tail is stripped. The returned piece of fibertape has a knot on one of the sides. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.